Event description:
On the event date, the initial operation was performed involving the pt's hypogastria and scrota, no unusual event occurred during the surgery. The area had been disinfected with povidone iodine prior and following the surgery, 2 incisions were closed using durabond topical skin adhesive. The remaining povidone iodine was removed with hypo-alcohol and the wound was covered with tegaderm. Two to 3 hrs after the surgery the pt reported pain, and the surgeon noticed some redness associated with blister. The blisters were observed around the tegaderm. The diagnosis was a second-degree burn. Dermomovate ointment was used for 1-2 days, and then medication was switched to eksalb ointment. The following day, the tegaderm was discontinued. Two days later, the pt was released from the hosp. In the same month, the pt returned to the hosp for a consultation visit. One month later, the burn was healed. The primary dr stated that the exact cause of the "burn" was unk. It was noted that the area on scrota not covered by the tegaderm did not show any sign of a burn.

Manufacturer narrative:
Some info for this report had not been provided at this filing. If the info is provided at a later date, a supplemental filing will be sent. Product testing was performed on product lot retains and tested performance specs were achieved. The event description does not suggest that the functional performance of the device was out of spec, patch-testing involving the dermabond topical skin adhesive were negative. The pt did develop what were reported to be blisters and symptoms of second-degree burns following a pre-treatment of povidone iodine followed by dermabond topical skin adhesive application, cleansing with hypo-alcohol and application of a tegaderm wound dressing. Interviews with hosp staff indicate that tegaderm wound dressing. Interviews with hospital staff indicate that tagaderm wound dressing was applied atop dermabond topical skin adhesive prior to product polymerization (i.e. Still wet). Investigation of event indicates that application of product may not have been in accordance with product directions for use instructions. In addition, an email dated 2006, states from an independent dr reviewing the photographs as part of the investigation, that the most possible cause of the incident is the contact dermatitis from the providone iodine and/or hypo-alcohol that was intensified by the tegaderm. His reasons for this conclusion are that the affected area was rectangular in shape and that the second incision, where dermabond topical skin adhesive was used, but the tegaderm was not; showed no dermatitis or redness. This event is under further investigation.